Event description:
The procedure was percutaneous coronary intervention via stenting with two cypher stents. However, during the intervention, one of the cypher tents became flared. The target lesions were left main truck (lmt)- proximal left anterior descending (plad) artery and lmt - proximal circumflex (plcx) artery. The lesion was bifurcated, moderately calcified and moderately tortuous. There was 99% stenosis. Two guidewires (runthroughns and athlete s) were inserted into lad and lcx. Then pre-dilation with a ryujin plus 3.0x15mm balloon was conducted at the bifurcated lesion for both lad and lcx. The physician attempted to implant the two cypher stents at both lesions of lad and lcx by kissing stenting technique. One cypher stent was delivered to the lmt - plad without difficulty. However, the cypher 3.5x13 stent being delivered to lmt - plcx became stuck at the ostium of this vessel and could not be delivered after several attempts of pushing the stent system back and forth. Therefore, cypher 3.5x13 stent was withdrawn, and after examination, the physician observed a flared stent (which has been coded as "other" under device code).

Manufacturer narrative:
The procedure was eventually finished with success after implanting another cypher 3.5x13mm stent at lmt - plcx. There was no patient injury reported. Of note, the physician did not indicate any anomalies prior to use, and it was suggested that the cypher 3.5 x 13 stent became flared after pushing the system back and forth against resistance. Initial report from affiliate indicated patient-specific information was not available. However, the cypher stent is available for evaluation and testing. Though, it has not been received as of to date. Any additional information will be submitted within 30 days upon receipt. This device cannot be legally distributed in the united states; however, it is similar to the cypher sirolimus-eluting coronary stents marketed in the us. See scanned page.